Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
The report was received via adverse incident report from (B)(4). It was reported the patient underwent the insertion of a tunneled central venous catheter to facilitate urgent hemodialysis treatment. The catheter was inserted into the patient's right internal jugular vein and was placed under aseptic conditions using local anesthetic and with ultrasound guidance to identify and cannulate the vein. The procedure was undertaken by a specialist trainee under the supervision of a very skilled associate specialist doctor and the procedure was reported to have been straight-forward. Immediately after the procedure the patient sustained a circulatory collapse such that the 'crash' team was called. He required some respiratory support but did not lose his cardiac output. He was resuscitated with intravenous fluid and transferred to ICU. Immediate investigations revealed a large pericardial effusion causing tamponade and he required an urgent pericardial drainage procedure which was carried out and led to a rapid recovery. The patient was transferred to the cardiothoracic unit for further management but did not require any further surgical intervention. He was observed for 36 hours before removal of the cardiac drain. The central venous catheter was shown to be in a satisfactory process and has subsequently been used successfully for hemodialysis. The assumption is that during the insertion of the catheter, an injury was sustained causing perforation of the right atrium presumably by the guide wire used in the insertion technique.